Event description:
In 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus. To troubleshoot, she was instructed to disconnect from her infusion site and she was able to prime without error. She was advised to change her infusion site and she found that the cannula was kinked. The infusion site had been in use for 2 days. No physiological effects were reported. She inserted a new infusion site and bolused without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.